Manufacturer narrative:
Result : the coil pet-lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked along the hypo-tube approximately 24.0, 74.0 and 121.0 cm from the proximal end. The coil and distal detachment tip (ddt) outer diameters were measured and determined to be within specification. Conclusion : the complaint has been evaluated. The complaint indicates that the stiffness of the pod4 kicked out the renegade hi-flo microcatheter (a non-penumbra device) multiple times and the entire pod4 could not be delivered into the vessel. Evaluation of the returned product confirmed that the pod4 coil pusher assembly has multiple kinks along the hypo-tube area. These kinks were likely the result of pushing against resistance when attempted to push the coil into the vessel. A functional test could not be performed to confirm the issue described in the complaint. However, the pod4 device dimensions including the outer diameter of the coil and ddt were measured and determined to be within specification. In addition, the pod4 is compatible with the 0.027" inner diameter renegade hi-flo microcatheter (non-penumbra device). The relationship of the microcatheter to the issue described in the complaint could not be determined as this device was not returned for evaluation. Based on the description of the event and evaluation of the returned devices, the root cause of this complaint could not be determined. The pod4 devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod4. While the physician advanced the pod4 through another manufacturer's microcatheter, the microcatheter kicked out of the target vessel multiple times. The physician felt that the pod4 was too stiff and caused the microcatheter to buckle while advancing it. The pod4 was removed and the procedure continued using ruby coils. There was no report of adverse effect on the patient.